Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and insulin pump was exposed to water. Customer states the pump display went blank immediately after pump exposure to moisture. The customer¿s blood glucose level was unknown. The customer reported that only the black light was working. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, self test, off no power test and all operating currents tested within the specification range. The device was monitored and tested with no blank display noted. The device was received with moisture damage on electronics assembly noted.